Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Cause of low bg was unknown. Reportedly, customer subsequently experienced temporary vision loss and a headache. Bg was treated by consuming peanut butter and soda. Although requested, the customer declined to upload pump data.